Event description:
It was reported that during a knee joint replacement, while suturing, the suture broke at the connection of the needle and thread of the four consecutive devices. An additional new suture was used without issue. No consequences or impact to the patient have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot #a5c1940y); cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot #a5c1940y); cl-936, cl-936 polysorb* 1 vio 90cm gs12 x36, (lot #a5c1940y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the needles were returned disengaged from the sutures. Suture material were observed to be present in the swages, indicating the sutures broke off at the swages. It was reported that the suture broke at the connection of the needle and thread of the four consecutive devices. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.